Event description:
In 2006 lead was recently found to be dislodged, after the patient was lost to follow up since one month post-implant. Lead was successfully repositioned. The helix retracted and extended easily and the lead was repositioned without complications. A day later, loss of atrial sensing occurred again intermittently. The next day, surgeon reoperated and added suture sleeves to leads in order to stabilize the lead position. One week later, rep reports that there have been no further problems with this lead and that the patient is scheduled for another follow-up in one month.